Event description:
Boston scientific received information that several weeks post-implant, a charge time out (CT) error was noted during the interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD). A memory download was performed and sent to boston scientific technical services (ts) for further assistance. A ts consultant discussed that the reason for the CT error was that after the s-ICD was removed from self mode, an automatic capacitor reformation was performed. As a result, the device was not able to reduce the energy from the reformation down to an appropriate level before then attempting to re-charge to the required amount of energy (4 volts) used for the electrode integrity test, causing the subsequent charge time out to occur. The s-ICD is operating normally and is able to sense and delivery therapy for this pt. The beeper was reset, but the ts consultant also discussed that this error will now be seen during every interrogation with this s-ICD. Several troubleshooting options were provided so that the physician could decide the best course of action in managing this pt. No adverse pt effects were reported. The physician reported that the pt will resume normal follow-ups and he will deal with the error message when it appears each time.

Manufacturer narrative:
The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.